Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): analysis confirmed the customer comment that the programmer would not print and noted that the printer drawer was missing its gear and bushing. The printer drawer was replaced. Analysis also confirmed the customer comment that an "overheated" error occurred, an "overheated" message generated after the programmer had been on for 30 minutes. The power supply was replaced. Analysis also confirmed the customer comment that the programmer was unable to be updated with software, the programmer booted to an error following an update. The hard drive was reconfigured and the software reloaded. The nylon standoff was also replaced as a preventive measure. The device then passed its functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software would not load, that the printer did not work and that an "overheated" error occurred. The programmer was returned for service. There was no patient involvement.